Event description:
The customer received a blood glucose reading of 237mg/dl on the contour meter, was re-tested on the doctor's meter and the reading was 104mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Only the meter information was provided. The test strips are not expected to be returned for evaluation. A new meter was sent.